Event description:
It was reported that patient experienced weakness due to an epidural hematoma. Surgical intervention was undertaken wherein the system was explanted to address this issue. Most recent status update was that patient is recovering.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
Correction: d6b - date of explant removed. Correction: b5 corrected.

Event description:
Additional information was indicated that the system was not explanted on (B)(6) 2024. The penta lead was cut and remained partially implanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.